Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, elevated threshold was noted. X-ray appeared to show that the right ventricular (rv) lead was in the same location as at implant, with a microdislodgement speculated. Due to the severity of the patient's underlying av block, the physician opted to explant and replace the lead. No patient complications have been reported as a result of this event.